Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the hospital with complaints of left side weakness of the arm and hands however the symptoms resolved upon arrival to the emergency room. The patient was evaluated and a head and brain CT was performed. Results confirmed a stroke. The patient was started on 81 mg of aspirin and discharged home on (B)(6) 2017. Another CT of the brain and head was performed on (B)(6) 2017 and the results reported on the focal area of recent infarction involving the junction of the right precentral gyrus and superior frontal gyrus chronic infarction of the left posterior temporal lobe and right superior cerebellum focus of age- indeterminate cortical infarction involving the right high- convexity parietal lobe. There was no acute hemorrhage or mass. No additional information was provided.

Manufacturer narrative:
A direct correlation between the event and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.